Event description:
It was reported to philips that the internal part of the etco2 port is damaged so etco2 monitoring can't be connected. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.